Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor cannot be found¿ error message after 2 days of wearing the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms of sweating, hard to walk, and a seizure. The customer was able to self-treat with an unspecified dose of insulin. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor cannot be found¿ error message after 2 days of wearing the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms of sweating, hard to walk, and a seizure. The customer was able to self-treat with an unspecified dose of insulin. No further information was reported. There was no report of death or permanent injury associated with this event.